Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility. The fse removed and replaced the quick lock port valve which was allowing fluid to seep through during the rinse cycle. During the inspection the fse found a crack in the lid. The lid assembly was removed and replaced. The yellow scope connector in the basin had a small chip on the edge of the connector. The yellow connector was removed and replaced. The tube connector was cleaned. The equipment passed the electrical safety test and leak test. The device was repaired according to regulations. No other issues were reported. If additional information is obtained a supplemental report will be filed. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
An olympus field technician reported that during preventive maintenance several parts needed replacement on an oer-pro. No patient involvement or injuries were reported. No additional information has been obtained.

Manufacturer narrative:
This report is being updated to provide the results of the investigation. New information is reported. Labeling review (include IFU) : we confirmed when cracks occur on the lid, this is detectable by conducting the following chapter 3 inspection before use, 3.2 inspecting the lid and lid packing. Before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. A device history (DHR) review was conducted for the complaint device: it was confirmed the subject device was shipped in accordance with specifications via DHR. Conclusion: the cause of the event cannot be conclusively determined. Though we presume the event was due to user handling, it is difficult to definitively conclude..